Event description:
Information was received from a patient who was receiving bupivacaine, hydromorphone, clonidine (concentrations and doses unknown) via an implantable pump for spine/back, malignant pain. It was reported that the patient gets 4 boluses / day but had missed 5 boluses in the last 2 days later half or more boluses in the last week due to inability to get past 'not found.'  It was reported, 'if I'm lucky, I get 1 dose and I spent 10-15 min each time trying to get one. I never had issues with my old one (8835 ptm) and I don't like this kind.' The patient tried getting a bolus at 12 but could not get it and tried again recently but pressing 'switch communicator' didn't resolve. It was reported, 'if it does connect, it goes to 28%, then 2 min later it gets to 50%, then a min later gets to 58%, then it gets to 91% and then it'll sit there for 3-4 min before getting to 100%." Agent conferenced hcit after inability to resolve 'not found' when pressing 'switch communicator.' Hcit force stopped myptm and restarted handset, and then the patient was able to disable tutorials and request/receive a bolus well. It was reported the patient relied on this and "if I don't have this, I can barely move. He just jacked up the dose a month ago." It was noted the patient would know in 6hrs if this troubleshooting helped or not. The patient agreed to monitor and call back for assistance as needed. Additional information received from a consumer indicated that they did not know the cause of the intermittent telemetry and that it was totally rebooted. It was further reported that no additional steps had been taken to resolve the intermittent telemetry with their ptm. When asked if the telemetry issues resolved, the patient stated that it still went to 91% and stopped about 1 out of 4 attempts to get a bolus.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.